Manufacturer narrative:
Concomitant medical products: product ID 309328, lot# 0205383958, implanted: (B)(6) 2012, product type: lead.

Event description:
A healthcare provider for a clinical study reported via a manufacturing representative that there was a loss of efficacy and return of incontinence on (B)(6) 2017. Reprogramming was performed but the issue was still ongoing. No further complications were reported/anticipated. The event was assessed as not serious, not related to the procedure, and related to the stimulation. Medical history included idiopathic functional incontinence since 2004.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 309328, lot# 0205383958, implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the onset date changed from (B)(6) 2017 to (B)(6) 2016. The adverse event symptoms was changed from "recurrence of leaks and urgency since at least beginning of 2017" to "recurrence of leaks and urgency." Actions taken was reported to be injection of botox on (B)(6) 2017. The outcome was updated to be resolved on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider via the manufacturer representative indicated that the device was reprogrammed on (B)(6) 2017. The event was still ongoing. There were no further complications reported as a result of this event.